Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. Upon investigation the breakage could be confirmed. The broken off jaw was not returned. The instrument shows soiling/discoloration. The remaining jaw shows visible dents and clamping marks outside the clamping area, which indicates clamping outside the specified clamping area. Clamping outside the clamping area can cause high leverage forces and damage to the hinge. The device was manufactured 12/2019. The root cause most likely is excessive force impact on the hinge due to clamping outside the clamping area. No indication for a material or manufacturing issue were found during the investigation. No indication for a systematic issue. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a needle holder. The following information was provided: the jaws was broken in the first use. No further information available.